Manufacturer narrative:
Report date: 01feb2019. Date rec'd by MFR: 31jan2019. The customer replaced the power supply and reconfigured the harness for the new power supply. The unit powered on as expected and the blower powered on. The unit passed 2 extended self tests (est¿s). Philips technical support advised the customer to perform full performance verification test (pvt) and several other est's before releasing the unit for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported possible issue with power supply. No patient/user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 20dec2018. Date received by manufacturer: 08dec2018. The customer reported that after replacing the power supply the unit failed extended self tests (est), and blower is intermittent at power up. No parts have been received at philips for failure analysis, therefore, a root cause of the alleged issue could not be established.